Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that outside of surgery, during pm, the unit was found to have a corroded motor, worn screws 4pcs, worn reciprocation arm and mising screw 1 pcs. There was no patient involvement. Due diligence is complete.